Event description:
This is report 2 of 3 for the same event. It was reported from japan that during a suprapatellar operation for expert tibial nail (etn), when the surgeon was using the radiolucent drive device for distal transverse locking procedure, it was observed that the drill on the radiolucent drive device rotated very slowly with an abnormal sound. The radiolucent drive device was in use with a quick coupling device and a compact air drive device. According to the report, the problem continued to persist even after a couple of assembly checks of all the attachments. It was further reported that during assembly checks, the surgeon believed the issue was with the radiolucent drive device since the quick coupling device was observed to be worked properly. As a result, there was a 15 minute delay in the surgical procedure. The surgeon completed the surgery by hand using a spare handpiece device. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor power was too low. Therefore, the reported condition was confirmed. The device was found to have an air leak. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.